Manufacturer narrative:
Additional information added to b5: describe event or problem.

Event description:
It was reported that during the atrial fibrillation ablation using farapulse pulsed field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was opened and prepped as usual. The sheath was put into the left atrium after transeptal puncture and upon removing the dilator and inserting the non-bsc mapping catheter, the physician noted the sheath was leaking back saline and blood from the flush line. At this point, the sheath was replaced. After exchanging sheaths and reinserting the mapping catheter, the physician noted that the sheath was still leaking but not as significantly as the initial sheath. The second sheath was used to complete the procedure. Near the end of the procedure, the physician noted the sheath was leaking significantly and noted that the patient was losing blood due to the leak. Both sheaths were hooked up to a pump with a rate of 50 ml/hr as per the physicians' usual workflow. No patient complications have been reported. It was further reported that a pump was used for irrigation of sheath. The sheath's dilator and the non-bsc mapping catheter were inside the sheath prior to, and/or at the time, the leak was observed. It was upon inserting the mapping catheter that the leak was observed. The leak appeared to be coming from the valve. The leak was fast drip. No other issue has been reported.

Event description:
It was reported that during the atrial fibrillation ablation using farapulse pulsed field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was opened and prepped as usual. The sheath was put into the left atrium after transeptal puncture and upon removing the dilator and inserting the non-bsc mapping catheter, the physician noted the sheath was leaking back saline and blood from the flush line. At this point, the sheath was replaced. After exchanging sheaths and reinserting the mapping catheter, the physician noted that the sheath was still leaking but not as significantly as the initial sheath. The second sheath was used to complete the procedure. Near the end of the procedure, the physician noted the sheath was leaking significantly and noted that the patient was losing blood due to the leak. Both sheaths were hooked up to a pump with a rate of 50 ml/hr as per the physicians' usual workflow. No patient complications have been reported.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the atrial fibrillation ablation using farapulse pulsed field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was opened and prepped as usual. The sheath was put into the left atrium after transeptal puncture and upon removing the dilator and inserting the non-bsc mapping catheter, the physician noted the sheath was leaking back saline and blood from the flush line. At this point, the sheath was replaced. After exchanging sheaths and reinserting the mapping catheter, the physician noted that the sheath was still leaking but not as significantly as the initial sheath. The second sheath was used to complete the procedure. Near the end of the procedure, the physician noted the sheath was leaking significantly and noted that the patient was losing blood due to the leak. Both sheaths were hooked up to a pump with a rate of 50 ml/hr as per the physicians' usual workflow. No patient complications have been reported. It was further reported that a pump was used for irrigation of sheath. The sheath's dilator and the non-bsc mapping catheter were inside the sheath prior to, and/or at the time, the leak was observed. It was upon inserting the mapping catheter that the leak was observed. The leak appeared to be coming from the valve. The leak was fast drip. No other issue has been reported.